Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized due to chest pain. Interrogation revealed that the ICD had evidence of oversensed noise. No evidence of inappropriate shock or pacing inhibition. The noise could be reproduced with coughing. The sensitivity was adjusted. No adverse patient effects were reported. The device remains implanted and in service.